Event description:
Open reduction internal fixation to install hardware in 2000, due to femoral fracture. Approx six months post-operative, angle of plate found altered. Revision performed on event date to remove hardware, replacing with bipolar prosthesis.